Event description:
During a procedure, the patient was laying on the x-ray table while it was being angulated to 90 degrees. The foot board fell off the table causing the patient to fall. The physician with the medical center examined the patient and found no problem.